Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: after firing, saline was infused from anus. Leakage was found from posterior wall of anastomosis part. Additional resection and re-anastomosis were done. Another device was used. Nothing fell into the pt cavity. Tissue was damaged. Operating time was extended more than 30 minutes.